Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. Reportedly, the patient pushed back the device in his chest a couple of times and did not call the clinic. The patient was provided with oral antibiotics. The icm was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations of infection and dehiscence.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. Reportedly, the patient pushed back the device in his chest a couple of times and did not call the clinic. The patient was provided with oral antibiotics. The icm was returned for analysis. No additional adverse patient effects were reported.